Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all drawers had failed and required maintenance. The customer tried to recover the drawer, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all drawers had failed and required maintenance. The customer tried to recover the drawer, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer (fse) found that all drawers and peripherals were not being detected on the bus. The fse shut down the station and reseated all communication sled (comm sled) cables. After powering the station back on, the issue persisted, so the fse disconnected all drawers except the main drawer to isolate the problem. During inspection of the cables and connections, the fse found an unknown ethernet cable plugged into the internal network port of the comm sled. The fse unplugged the cable, restarted the station, and verified that all drawers were now fully functional. The system functioned as intended after the field service engineer repaired the device.